Event description:
Patient was brought into or for insertion of spinal cord stimulator, during the testing of the generator, the leads were not all firing at the contact in the generator, after trying to get the contacts and lead wires clean and functioning, generator was still not functioning properly, the sales rep had only brought 1 generator. We had to wait for new generator to come. Patient was awake and taken to pacu to await the new generator. When generator arrived, patient was brought from pacu to the or room to have generator changed out. Patient taken back to pacu for recovery and patient was admitted for the night. There was no additional therapy as a result, however we had to bring the patient back to surgery several hours later to change out the generator. We have not experienced this issue before.per md, "blood got into hubs of device and would not work."